Manufacturer narrative:
Concomitant products: 694965 lead, implanted: (B)(6) 2006; d224trk ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited high, unstable thresholds and the left ventricular (lv) lead exhibited unstable thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.